Event description:
It was reported by the customer that a pyxis medstation es system drawers failed, preventing user from removing the required medication and causing patient care delays.the customer stated that they managed to get the medication from a different station.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers were failed. A field service engineer found no issue on arrival. Replaced retractor band as a preventive measure. The system functioned as intended after the customer resolve the issue.